Manufacturer narrative:
Title: bypassing trachea-oesophageal fistula during endotracheal intubation for surgical correction: time to rethink! Source: indian journal of anaesthesia. Nov2019, vol. 63 issue 11, p950-951. 2p. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, a case during of a (B)(6) neonate with a tracheo-oesophageal fistula (tof) and bilateral pneumonitis. It was reported that the following intubation, using the technique of deliberate endobronchial intubation followed by its withdrawal till the breath sounds appear into the left lung on auscultation, the child was positioned in lateral decubitus position for surgery. After positioning, the peak airway pressures rose very high (>40 mmhg) despite adequate muscle relaxation and delivered tidal volumes fell to 5¿7 ml from 25 ml. The etco2 waveform showed an obvious slant in the up-stroke and loss of the expiratory plateau. On auscultation, breath sounds were diminished and conducted sounds were heard bilaterally. The patient was removed from mechanical ventilation and manually ventilated using 100% oxygen. The bag felt tight and ventilation required high pressures. However, oxygen saturation remained >95% and fiberoptic bronchoscopy revealed the ett to be abutting the carina. Slight withdrawal of the ett led to immediate improvement in the clinical parameters. It was stated that they have started to intubate the tof cases using fiberoptic bronchos copy (fob)-guided bypassing of the fistula (wherever feasible) by first estimating the distance of the fistula from the carina.